Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the pre-hospital discharge examination, the right ventricular lead exhibited increased impedance and results from the sensing tests had changed. A revision procedure was performed the following day and the same results were observed via the pacing system analyzer. The lead was explanted and replaced. The patient was in stable condition.